Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the port cap of a deltec® gripper plus® safety huber needle failed, and "sprayed in the eye". Additional information regarding the event has been requested. No permanent injury was reported.

Event description:
It was reported that the team member was splashed and that there was no needle stick injury. There was no medication in the needle at the time of incident. Due to the incident, the team member underwent exposure treatment.